Event description:
It was reported that by the one day post-operative check it was discovered the left ventricular (lv) lead had dislodged. The lv lead had no sensing and no capture. It was noted that the implanting physician thought the original target vein was quite large and only the implanted lead model had a chance of staying in place. The patient was hospitalized until the lv lead was explanted and replaced with a different model lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).